Event description:
Customer alleges discrepant results with meter compared to lab: date: "end of (B)(6)", inratio: 1.1; "(B)(6) ago", 1.1, lab: 6.5; (B)(6) 2011, 1.1, md's inratio: 4.5; (B)(6) 2011, 1.1. Comparisons done within an hour time frame. Pt has hospitalized at the end of (B)(6) because of inratio inr=1.1.

Manufacturer narrative:
Investigation pending.